Event description:
It was reported to boston scientific corporation, in 2005 that a maxforce high performance balloon dilatation catheter was used during a dilatation procedure in a (patient age, gender, & weight unknown) four days earlier. According to the complaint, the balloon held inflation for 30 seconds and then ruptured. The physician completed the procedure with another maxforce high performance balloon dilatation catheter. No patient complications were reported as a result of this issue, and the patient was reported as "ok" following the procedure.

Manufacturer narrative:
The device has not been returned; therefore, the cause of the reported event cannot be determined.